Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Bleeding and stroke are listed in the h heartmate ii instructions for use (IFU) as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient suffered multiple adverse events beginning on (B)(6) 2016. On (B)(6) 2016, the patient was taken to the emergency room with complaints of left sided weakness, facial droop, and aphasia. The patient was evaluated by neurology and there was concern for left middle cerebral artery (mca) stroke. The patient underwent a thrombectomy, but mild intracerebral hemorrhage (ich) was noted and the patient was admitted. While still admitted in the hospital on (B)(6) 2016, the patient tested positive guiac stool. The patient¿s hemoglobin (hgb) was 8.4 g/dl and the patient was currently not on coumadin. A colonoscopy performed on (B)(6) 2016 revealed two bleeding colonic lesions and a clip was placed. Coumadin was resumed and hgb was 8.3 g/dl. On (B)(6) 2016 the patient chronic stroke now identified as subarachnoid hemorrhage (sah). The patient experienced aphasia, decreased mobility, and right leg weakness that persisted. Patient received speech and physical therapy. International normalized ratio (inr) was 3.6. CT of the head without contrast results performed on (B)(6) 2016 revealed prior ischemic changes in the left parietal lobe and left temporal lobe identified posterior to the embolization material noted in the temporal opercular region. The subarachnoid hemorrhage identified in the left frontal sulci was new from the most recent CT exam. There was no mass effect. The remainder of the brain appeared stable. There was diffuse involutional changes with small vessel disease and atrophic changes. The patient underwent a coil embolization. On (B)(6) 2016 there were reports of melena. Esophagogastroduodenoscopy (egd) performed. Three bleeding angiectasis in stomach. Treated with bipolar cautery. Two bleeding angiectasis in stomach clips were placed. On (B)(6) 2016, hgb was 7.1. And on (B)(6) 2016, hgb was 8.6. The patient was discharged on (B)(6) 2016. No additional information was provided.